Manufacturer narrative:
Event date is estimated. The ipg was explanted and replaced due to ipg reaching end of life. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received.

Event description:
It was reported that the patient's ipg had reached end of service. The patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted and replaced. Therapy was restored post-operatively.